Event description:
It was reported that the customer had high blood glucose levels of 307 mg/dl. It was reported that the customer was hospitalized. The diabetes educator of the customer was going over the history of the insulin pump thru carelink and noticed that the blood glucose readings were not showing on the history of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction until we can troubleshoot the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.